Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is unable to set the ipg into MRI mode due to receiving the elective replacement indicator (eri) message. It is unknown if this occurred prematurely. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient ipg became inoperable. Patient last have therapy around (B)(6) 2023. Surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.